Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by the basic evaluation patient that they were in pain and the discomfort caused them to toss and turn all night. The patient stated they were not feeling well. The patient was advised to reach out to their health care professional (hcp) about their health concerns. On (B)(6) 2021, the patient stated they were experiencing achy back pain. On (B)(6) 2021, the patient stated they weren't feeling well and noted they were getting ready to go to a neurologist appointment (not alleged to be related to the device/therapy.) Additional information received from the patient on 2021-aug-15 stated that her bandage/tape and the wires had come lose.